Event description:
It was reported that the recipient experienced a cerebrospinal fluid (csf) leak during revision surgery. The csf leak was repaired intraoperatively. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's or time was not extended due to the csf leak. The recipient reportedly healed following surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.